Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.1 failed to open and the screen was freezing during a gastrointestinal procedure. Customer added that there was no delay to patient care as they were able to get the required medications from other stations. The customer confirmed that there was no harm to patient and users had to reboot the station to log back in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was failed to open due to faulty latch sensor. A field service engineer replaced the latch sensor to resolve the issue. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 27-mar-2022 to 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system drawer was failed due to faulty latch sensor. A field service engineer found the issue and replaced the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.1 failed to open and the screen was freezing during a gastrointestinal procedure. The customer added that there was no delay to patient care as they were able to get the required medications from other stations. The customer confirmed that there was no harm to patient and users had to reboot the station to log back in. There were no adverse events or injuries reported based on this event.